Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture's representative via a healthcare provider reported the patient is doing much better after her surgery with better relief of spasticity of a lower dose.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_ascenda_cath, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient's implanted infusion pump containing baclofen (2000 mcg/ml at 250 mcg per day). The indications for use included intractable spasticity and stroke. It was reported that the patient was not going through withdrawal, but did experience a loss of effect. The patient was taken in for surgery to investigate the cause. In the operating room, the catheter was aspirated but cerebral spinal fluid (csf) flow was slow. Dye injection was difficult and multiple images showed some pooling of contrast in puddles. Moving the catheter caudally showed the same results. A new catheter was placed and the myelogram and csf flow may have been improved, but nothing was definitive. About an hour into the catheter revision, the hcp elected to replace the pump as well. The cause of the patient's change in therapeutic effect was unknown.

Manufacturer narrative:
Concomitant medical products: product ID neu_ascenda_cath, explanted: (B)(6) 2016, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump found no anomalies. Analysis of the returned catheter (product ID neu_ascenda_cath) found no significant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.